Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a hardware problem within the drive circuit. The motor-controller (pn10830002) was found to be defective. The log files did not show movements of the fd-lift axle without drive commands from the operator, but the error handling operated as designed for this error case. It stopped the movement after approximately 2.5 cm as intended. The affected motor controller has been exchanged by the local service organization and the system was returned to clinical use. The manufacturer is not considering further actions resulting from this event at this time as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that on plane a, the flat detector would auto drop down and the table would move up while using fluoro. These movements were not initiated by the user. There is no report of impact to the state of health of any patient involved.